Manufacturer narrative:
Evaluation revealed the broken long nail kit to be the primary product. The u-blade set is considered an associated product. Failures in material or manufacturing were not found. Review of the DHR for the reported nail kit revealed no discrepancies; the device was documented faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The issue is about a revision to another gamma3 long nail due to non-union of the fracture site in a (B)(6) -year-old patient after approx. 6 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive overload. Non-union of the fracture site was confirmed by the surgeon. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture by a notching effect at the lateral edge of the anterior web. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the breakage of the nail is not linked to a deficiency of the device, but is rather considered patient related (non-union) contributed by intra-operative damage by a deviated step drill. The reported impaired healing of the fracture site and the resulting prolonged axial and torsional overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole followed by the fatigue fracture after an implant residence time of approx. 6 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
On (B)(6) 2016, the patient underwent the surgery with the g3 long nail. On (B)(6) 2016, the patient felt the pain. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the nail was broken (fracture part was non-union). Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2016. And the surgeon requested the investigation of broken nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, the patient underwent the surgery with the g3 long nail. On (B)(6) 2016, the patient felt the pain. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the nail was broken (fracture part was non-union). Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2016. And the surgeon requested the investigation of broken nail.